Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced prn swelling during infusion. The following information was provided by the initial reporter: on (B)(6) 2021 patients hospitalized in the hospital for infectious fever, gastritis treatment, the nurse found in needle punching tube prn appeared bubble, stop using immediately and replace the same origin of the same batch number the same type of closed venous indwelling needle, did not cause harm to patients, subsequent operations, the same batch products, found no similar problems.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 1051525. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.see h.10.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced prn swelling during infusion. The following information was provided by the initial reporter: on (B)(6) 2021 patients hospitalized in the hospital for infectious fever, gastritis treatment, the nurse found in needle punching tube prn appeared bubble, stop using immediately and replace the same origin of the same batch number the same type of closed venous indwelling needle, did not cause harm to patients, subsequent operations, the same batch products, found no similar problems.